Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4).

Event description:
The surgeon reported kinking and severing of the microcatheter while performing viscodilation. The entire device was removed from the eye. At this time, there is no known adverse impact to the patient. Additional information has been requested.